Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. During the procedure, the surgeon reported that he attempted to use stratafix suture but noticed it lacked any barbs. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: 1. The product code reported is sxpp1a40536 (stratafix symmetric pds), however the product returned for analysis is stratafix spiral (2 pieces). Please clarify what product is involved with this event? The suture returned is the suture given by the customer to return. 1. We received 2 samples. Please indicate if 1 suture was involved or 2 sutures and why were 2 sutures returned for analysis? I returned the package that the customer provided. Investigation summary: two needle-sutures pieces of product code sxpp1a40536 were returned for analysis. Visual inspection was conducted on the returned device. During the visual inspection of the sample received body fluids at the surface, a lineal cut at the ends that appears to be by the use of a surgical instrument could be observed. In addition, barbs were found on the suture pieces and no functional test could be performed due to the sampling condition received. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The event described could not be confirmed as the device barbs were noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Complaint information will be included in the complaint trending that is reviewed on a regular basis to determine if further action is necessary. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name -irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - = 2360 g /m.